Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified no grease on the cam lobes which contributed to the reported condition. A device history review revealed that the direct cause of the complaint is related to the manufacturing of the product. The reported condition was verified. The device was found out of specification in relation to the reported flow rate calibration failure which was reproduced as an under infusion. The direct cause of the reported symptom was determined to be a workmanship failure which resulted in no grease being applied to the cam lobes during manufacturing. The absence of grease was the cause of the pressure plate travel being out of specification and therefore the under-infusion. The cam shaft assembly, pressure plates, bearings and gears require replacement to correct the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a flow rate calibration failure. There was no patient involvement. No additional information is available.